Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head had no pictures/image. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the complaint was not confirmed. The image issue was unable to be replicated; however, the cable had signs of bulging which could have caused the problem. Evaluation did find the force button was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.